Event description:
A review of the egms revealed noise and oversensing. The lead remains implanted.

Event description:
It was later reported that the sense/pace portion of the lead was capped and replaced. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes xray revealed externalized conductors on the defib portion of the lead. The lead was explanted.

Event description:
New information reported that during a follow-up, externalized conductors were observed via x-ray. All lead measurements were in normal ranges. Lead remains implanted.